Event description:
There was a recent recall from heartmate about the outflow graft possibly disconnecting at the strain relief valve and this patient did have a partial disconnection, therefore patient did come in for this revision.